Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported the tampons had no strings and she had to manually remove them in pieces. She also had one tampon that was stuck and went to the doctor for removal. She was diagnosed with bacterial vaginosis. Her health has improved.